Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, cleaned and re-calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed collimation errors. Further information was received from the fse indicating that the system failed to allow fluoroscopic exposures and exhibited a loss of functionality. No patient serious injury or death was reported related to this event.